Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient "began to have serious problems, some of the problems include pain, mental anguish, and the fear that the patient will have to undergo additional surgeries."